Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes are damage of parts due to wear/deterioration/deformation/some kind of physical stress or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the adhesive peeled off the distal end, and the rubber cover of the forceps channel port was detached on the videoscope. No patients were involved.